Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during a procedure, the pressure of the s3 roller pump elevated and the pump alarmed and stopped. It was reported that the patient was affected, but attempts to get more information regarding the patient status from the facility have been unsuccessful. A sorin group field service representative was dispatched to the facility to investigate but was unable to reproduce the reported issue. All pumps responded as intended during testing and the entire unit was found to be functioning correctly. The representative performed functional verification tests without issue and released the s3 console to the customer. A review of the DHR was unable to identify any deviations or non-conformities relevant to the issue. The investigation is on-going. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep

Event description:
Sorin group (B)(4) received a report that during a procedure, the pressure of the s3 roller pump elevated and the pump alarmed and stopped. It was reported that the patient was affected, but attempts to get more information regarding the patient status from the facility have been unsuccessful.